Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. Product ID 748940, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturing representative reported that during the patient's implantable neurostimulator (ins) replacement surgery, there were high impedances on 2 electrode contacts. As a result, both of the patient's extensions were replaced with new ones. It was noted that the ins replacement was due to normal battery depletion. No patient symptoms were reported. The patient was implanted for post-laminectomy pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.